Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ec71, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a bladder stimulator and the wire broke, which caused a squishy lump from the wire poking. They have to have surgery to have the whole thing removed.